Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The cause of the reported cardiac tamponade may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Following a ventricular tachycardia procedure in the left ventricle, a cardiac tamponade was noted. Femoral vein puncture and transseptal access was gained to the left atria. Following the procedure, hypotension was observed and transthoracic ultrasound diagnosed a cardiac tamponade. A pericardial drain was inserted and surgery was needed to treat a hole in the left ventricle and the patient is recovering. The physician alleged the tamponade was caused while manipulating the ablation catheter in the left ventricle. There were no performance issues with any abbott device.